Event description:
It was reported that the pump connector may be disconnected per x-ray reports. In late 2007, the hcp reported difficulties refilling the pump. The pump was found to be flipped and was manually rotated back into place. No symptoms were reported between the time of the pump event and the connector disconnect. The pump is currently filled with saline and wil be revised at an unspecified date. No patient outcome was reported. Additional information has been requested from hcp, but was not available on the date of the report.